Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was inconclusive due to the sample condition. A photograph of a powerpicc catheter shaft, likely from the implicated 5fr dual-lumen catheter, was returned for evaluation. A whitish/clear residual material was noted on the catheter. The residual material appeared consistent with adhesive residue from the catheter dressing. A small amount of reddish material, which may be blood residue, was also seen on the catheter. An arrow was drawn onto the photograph pointing to the catheter shaft. However, the implicated damage could not be seen in the returned photograph. As the submitted photograph did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that the outer wall of the PICC line was damaged. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that the outer wall of the PICC line was damaged. No other information provided.